Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 40 mmol/l (720 mg/dl) while the pod was worn for an unknown duration. The patient was admitted to treant scheper hospital in (B)(6) on (B)(6) 2026 with high bg levels due to a blocked pod cannula. The patient was reported to be hospitalized for 1 night and was treated with intravenous fluids. The name of the fluids being administered and doses were not provided. The patient stated that the pod was not working and there was an alarm the pod had to be removed but there was no error code. The patient was discharged on (B)(6) 2026. There were no symptoms, diagnosis, and further treatment reported.